Event description:
It was reported that during routine follow up, this implantable pacemaker system exhibited high capture threshold. Subsequently, the physician decided to revise the device system, so the patient was hospitalized and the device was explanted along with the right ventricular (rv) lead. During the explant procedure, it was observed that there was blood in the device header, specifically in the lead connector port. Therefore, both the device and the rv lead were explanted. No additional adverse patient effects. The device is expected to be returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and lead barrels noted no irregularities. Remains of blood within the right ventricular lead port were observed. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Clinical observation of contamination issue at user location was confirmed due to blood/body fluid in the device header, however, probable cause could not be determined because the device was not damaged and passed all tests but was unable to determine how the blood got into the port. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during routine follow up, this implantable pacemaker system exhibited high capture threshold. Subsequently, the physician decided to revise the device system, so the patient was hospitalized and the device was explanted along with the right ventricular (rv) lead. During the explant procedure, it was observed that there was blood in the device header, specifically in the lead connector port. Therefore, both the device and the rv lead were explanted. No additional adverse patient effects. The device is expected to be returned for analysis. The device was returned for analysis.